Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the right eye. Approximately one month postoperatively, fibrin was observed on the anterior and posterior optic. The pt was prescribed steroidal and anti-inflammatory medications. At two months postoperatively, a yag capsulotomy was performed. Preoperatively, the pt's visual acuity was 20/32. Postoperatively, the pt's visual acuity decreased to 20/70. The pt's current visual acuity is 20/50. The lens remains implanted and the pt continues to be monitored.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).